Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. At approximately 5:00pm, the pediatric patient had cramp attacks [presumed to mean seizures] and fell down from his bed. The patient's parent found the patient on the floor unconscious with foam in his mouth and called an ambulance. Prior to the ambulance arriving, the patient's parent gave the patient grape sugar and the patient regained consciousness. After ambulance arrived 20 minutes later, a blood glucose was checked and it showed an undetermined low blood sugar level. They transported the patient to the hospital and the patient was treated with IV glucose and food. At 9:30pm, the patient felt good and went home. Data was provided for evaluation. A review of performance data found that the patient's low alert was never breached at the alleged time of the incident on (B)(6) 2025. Data investigation found that the patient's estimated glucose values were around 140 mg/dl at 5:00 am when the hypoglycemic event reportedly occurred. Thus, inaccurate estimated glucose values have been determined to be the most likely the probable cause of the hypoglycemic event. No additional patient or event information is available.